Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition indicating a sensor mismatch error. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction is being sent due to the become aware date in the original notification was incorrect. The correct become aware date is 03/04/2025.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition indicating a sensor mismatch error. There was no harm or injury reported. The device was evaluated onsite by the field service engineer. The device alarmed for service required alarm indicating a pressure sensor mismatch and failed an internal flow test. The device's machine flow sensor was found to be contaminated with debris and was replaced to address the issue. A service required alarm indicating the o2 proportional valve was stuck. The device's oxygen blending module subassembly was replaced to address the issue.